Event description:
Boston scientific received information that this lead was found dislodged and was thus, explanted. The lead was successfully replaced. Additional information obtained from a field representative revealed that there was also loss of capture observed. This lead is no longer in service. No adverse patient effects were reported. The implant and explant dates were not provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explantation procedure. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.